Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient underwent successful stent-assisted coil embolization of an aneurysm located on the left vertebral artery with the stent (subject device). Seven month post procedure, the patient suffered hypoesthesia¿s of left face, right arm, and left leg that lasted 5 months and resolved without residual effects. No treatment was required. The patient neurological assessment post procedure was mrs of 0, at 6 month post-procedure, nihss was 0 and mrs was 1 (¿feeling mentally "fuzzy" at times¿). At 12 month post-procedure nihss was 0 and mrs was 0. According to the physician, the hypoesthesia was possibly related to the procedure and to the atlas stent.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, adverse events associated with the use of stent or with the endovascular procedures include, but are not limited to: neurological/intracranial sequelae and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that a patient underwent successful stent-assisted coil embolization of an aneurysm located on the left vertebral artery with the stent (subject device). Seven month post procedure, the patient suffered hypoesthesia¿s of left face, right arm, and left leg that lasted 5 months and resolved without residual effects. No treatment was required. The patient neurological assessment post procedure was mrs of 0, at 6 month post-procedure, nihss was 0 and mrs was 1 (¿feeling mentally "fuzzy" at times¿). At 12 month post-procedure nihss was 0 and mrs was 0. According to the physician, the hypoesthesia was possibly related to the procedure and to the atlas stent.